Event description:
The consumer states while coming out of her house, the arm dropped down and the chair allegedly turned into the brick wall of her house, causing her to sprain both of her ankles, feet, and toes.

Manufacturer narrative:
MFR spoke with user. User indicated their arm of their chair dropped which had the joystick on the arm. This caused the joystick to be wedged between her chair and wall. The chair continued to push forward and impacting her feet. Dealer reportedly had service the chair in the past tightening the arm and user reports the arm continues to loosen. Device has not been returned. It's unclear if arm is damaged resulting in the looseness of the arm. No history to suggest a product problem. MDR filed based on medical intervention.